Event description:
A falsely depressed total bilirubin result was obtained on a patient sample. The result was reported to the physician. The sample did not have enough volume to repeat. A sample drawn the next day produced an elevated result.. Patient treatment was delayed. There was no report of adverse health consequences as a result of the falsely depressed total bilirubin result.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed total bilirubin result was a short sample. The instrument is performing within specifications. No further evaluation of the device is required.